Manufacturer narrative:
Controls were run before and after the incident. Customer technical support (cts) sent a replacement reagent to the customer. The system is currently performing within qc specifications with respect to controls and reproducibility, when using the replacement lac reagent. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining low lactate qc and low lactate (lac) patient results that were generated by the unicel dxc 600 synchron chemistry analyzer when using the lac reagent. The customer ran qc and patient samples using a replacement reagent and the results recovered acceptably on quality controls and on the patient samples. Patient treatment was not impacted in this event as no erroneous results were reported out of the laboratory.